Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the patient had an elevated blood glucose level. The reporter was not able to complete troubleshooting at the time of the call. The reporter stated that the patient had a blood glucose level over 250 mg/dl but under 500 mg/dl. The reporter was unable to determine if there were any symptoms of hyperglycemia as a result of this blood glucose excursion. The alleged issue does not meet the criteria for an adverse event. This complaint is being reported because the alleged issue was not resolved at the time of contact.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2015 with the following findings: the black box data from the date of the complaint had been overwritten due to continued use of the pump. No alarms related to the alleged issue were observed in the current black box history. The basal and bolus deliveries added up appropriately to the tdd showing that the pump was delivering accurately until the last date used. The pump performed the ezprime steps with no issues occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate and the pump correctly recorded 24 units delivered in the tdd.